Event description:
It was reported that during a da vinci thoracoscopy procedure the bifurcated light guide cable melted. The cable was replaced and the replacement bifurcated light guide cable began to melt. Approximately 2 hours into the procedure, the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering found the two bifurcated light guide cables were brown at the ends from over heating. The lumen light from the illuminator was tested and confirmed within specification. The bifurcated light guide cable provides a path to focus light from the illuminator into the light ports of the endoscope. The system was repaired by replacing the two affected bifurcated light guide cables and the illuminator was replaced as a precaution. The bifurcated light guide cables were returned to isi for additional evaluation. Engineering observed both cables having evidence of thermal damage due to the proximal end connectors exhibiting brown discoloration. The glass tip of one cable is missing and the fiber strands are darkened 0.285 inches below the face end and one of the fittings at the bifurcated end is missing. The other cable's glass tip shows evidence of melting and there is a gap between the outer metal connector and the metal tube that encases the fiber strands that is partially filled with charred material. The light output of both cables is slightly dimmer than usual. The illuminator was also returned to isi for evaluation, however, at the time of the report failure analysis has not been completed. As of june 25, 2009, there have been no reported recurrences of the issue at this hospital.